Event description:
The reported description was an atrial fibrillation (afib) warning signal loss of central monitoring.

Manufacturer narrative:
(B)(4): the reported description was an atrial fibrillation (afib) warning signal loss of central monitoring. There has been no report of pt harm/injury. Philips has not yet determined if this report represents any health risk issue. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.